Event description:
It was reported that the patient's implantable pulse generator (ipg) was explanted due to infection. Also, the right atrial (ra) lead and right ventricular (rv) leads were noted to have vegetation on them. The leads were also explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.